Event description:
It was reported that during implant, the helix screw mechanism did not work properly. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix was bent. It was visually noted that the lead was damaged at implant.